Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient works at a library, and a new anti-theft gate has been installed. It seems to be more sensitive than the previous one, and it interferes with the implanted neurostimulator (ins). After a strong shock was felt for a moment, the ins turned off. It was explained that, due to the device¿s design, interference with the anti-theft system can occur. It was conveyed that it is unlikely this issue can be alleviated by adjusting the settings, so it was requested that, as needed during work, the ins be turned off. Nevertheless, it was said that consultation with a physician about possible solutions would be considered at the next appointment. The issue has not been resolved.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the patient was not able to meet with their healthcare provider (hcp). It was noted that the patient¿s medical institution planned to instruct the patient to turn off the stimulator in advance when passing through the gate. No other actions were reported. It was stated that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
D6a: please note that the implant date information has been updated at this time. H6: please note that code e2403 has been replaced by code e2104 at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.